Event description:
A customer reported a high scan while wearing the adc freestyle libre 2 sensor. On (B)(6)2020, the customer obtained a sensor scan of 497 mg/dl and reported self-treating with insulin (dose unknown) based on the sensor scan and then experienced hypoglycemic symptoms described as disorientation and cold sweats and was unable to treat themselves. Hcp contact was made and the customer was treated with melon, cookies, coffee, and milk and sugar for a blood glucose of 55 mg/dl obtained on the hcp meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor(B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high scan while wearing the adc freestyle libre 2 sensor. On (B)(6) 2020, the customer obtained a sensor scan of 497 mg/dl and reported self-treating with insulin (dose unknown) based on the sensor scan and then experienced hypoglycemic symptoms described as disorientation and cold sweats and was unable to treat themselves. Hcp contact was made and the customer was treated with melon, cookies, coffee, and milk and sugar for a blood glucose of 55 mg/dl obtained on the hcp meter. There was no report of death or permanent injury associated with this event.